Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 513 mg/dl. Customer reported that he had food and juice due to treating based on sensor rather than blood glucose level. Blood glucose level near the time of the call was 359 mg/dl. The insulin pump was not replaced or returned for analysis.